Manufacturer narrative:
The customer refused to return her pump for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s bacterial infection.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that while she was using her friend's freestyle hands-free breast pump, she was experiencing symptoms of thrush. In follow-up with a medela clinician on (B)(6) 2016, the customer clarified that after 2 months of applying apno and taking a course of diflucan, her symptoms had not yet resolved. Her doctor diagnosed her with a bacterial infection and prescribed bactroban ointment, which then resolved her symptoms.